Event description:
It was reported that the screw inserts debonded from the tm augment when the screws were tightened on the augment. The augment was left in place using cement; however, the screws and inserts were returned to the manufacturer for evaluation.

Manufacturer narrative:
Investigation is in progress.